Event description:
Device malfunction: stent jumping. Symptoms/ae: placement of second stent. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, in a tortuous vessel, the stent jumped during deployment, requiring a second stent which overlapped the first stent and fully covered the lesion. After the procedure, the pt became hypotensive and was treated with medication including holding regular doses of xanax, taken three times per day. One day post-procedure, the hypotension resolved. Two days post-procedure, the pt was discharged to home; however, on the way home, the pt may have experienced a seizure which reportedly, was caused by the abrupt stopping of xanax. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. Eval summary: the stent remains in the pt and the customer reported the delivery system was discarded; therefore, device investigation could not be performed. Stent jumping during deployment may be the result of, but is not limited to, pt's vessel geometry or vessel diameter which could have been larger than the stent, the stent not properly apposing the vessel wall when fully deployed or inadvertent movement of the handle during deployment. Rx acculink instructions for use states "prior to stent deployment, remove all slack from the delivery system". Additionally, hypotension and seizures are known potential adverse events associated with the use of the device as listed in the rx acculink instructions for use. Based on the available information, a conclusive cause for inaccurate stent placement could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. As part of the mfg quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.